Manufacturer narrative:
(B)(4). The device has been requested for evaluation, but has not yet been received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
This is a report of a transfer set that could not be connected to an adapter when the transfer set was changed. There was no patient injury or medical intervention indicated at the time of this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was available for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The integrity of the seal surface was tested with no leaks noted. The inside diameter of the patient connector was measured and found to be below nominal. Improvements were made to the mold and the molding department procedures to address this issue. Should additional relevant information become available, a supplemental report will be submitted.